Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration, wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 300cc silicone breast implants which the right side rupture after implantation. Patient reported hardening on the right areola about 2 months ago (capsular contracture), ultrasound on (B)(6) 2019, findings - possible right implant rupture and MRI (B)(6) 2019 confirmed right implant rupture. The issue was confirmed by the physician. There was also bilateral issue with malposition of breast implants, loss of inframammary fold bilaterally. As a result patient underwent bilateral replacements with new silicone implants on (B)(6) 2020. This report is for the left side.